Manufacturer narrative:
The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 7638120 common device name: drg lead, model: mn10450-50a, UDI: (B)(4) serial: (B)(6) batch: 7638120 common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) batch: 7638120 date of event is estimated.

Event description:
It was reported that the patient was not receiving effective stimulation. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. Visual inspection revealed that the lead was missing channel 1 electrode from the stimulation end. Microscopic inspection of the lead revealed all wires were broken at 9.6cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Event description:
Related manufacturer reference number: 1627487-2024-00646, 1627487-2024-00647, 1627487-2024-00648. Additional information received from analysis indicates that the lead was fractured.